Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, connection issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a african american female patient who underwent primary breast reconstruction with a 650cc mentor cpx4 with suture tabs, med height, smooth tissue expander on the left breast, suffered deflation as there was leakage in the device's seam and suture tab attachment, post-operatively. As a result, the patient underwent removal and replacement with a new unspecified tissue expander on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).